Event description:
It was reported when the patient presented for a routine follow-up, the patient¿s device went into bvvi mode after failing to complete the cyber security update. A device download was performed successfully with the original firmware version. The patient felt pectoral stimulation as a result of the bvvi pacing.